Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis did not display the current time. A technical support specialist (tss) remoted into the device, adjusted the station time per the device time is incorrect knowledge article, and ensured the station time was correct. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the time on the pyxis was 4 minutes behind the current time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.